Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a device change out due to normal eri and right ventricular lead revision due to fracture. The patient had a history of rv lead failure. During the procedure, the physician attempted to extract the rv lead; however, the lead appeared to have fairly adhered to the atrial lead at the subclavian area. Therefore, the rv lead was capped and replaced during the procedure on march 5, 2019. The patient's old atrial lead was secured to the new competitor generator successfully. The pocket was flushed with antibiotics and closed with no complications. The patient was stable throughout the procedure and will continue to be monitored normally with routine follow-ups.